Manufacturer narrative:
Follow-up #1 august 11, 2011: in addition to the investigation of the planning and procedure records that was done and reported on the initial MDR, a site visit was performed on (B)(6) 2011 and the system performance was checked. No functional or performance issues were observed with the system. In addition, the drive of the computer was inspected. No dump files were stored as a result of computer crashes indicating that the computer had not encountered a situation where the operating system needed to shut down because of a system error. On (B)(6) 2011 a final on-site-visit was performed to observe cases. This was the first case in which the physician used fluoroscopy during a procedure, although the user manual has a caution statement that states caution fluoroscopy, performed on at least two perpendicular angles or other external position verification technique should be used to verify the location of the locatable guide at the target. The physician thought that waypoints to his target had not transferred from planning to the procedure. It was confirmed that they had transferred and were visible. However, the planning software has a mechanism to toggle waypoints so they may be hidden from view during the procedure. The physician had the toggle set such that the waypoints were hidden. The site thought that targets had not transferred from planning to the procedure. After the first target was navigated to, the staff was not aware of how to toggle to the next target. It was confirmed that the target had transferred and were visible. The site was informed of how the different methods of switching between targets and between waypoints. This use of waypoints and targets is discussed in several places in the user manual. During the procedure the physician navigated deep within the lung. In such locations, the virtual bronchoscope view can become slowed or choppy with updates on the order of once every 1-2 seconds. This is expected behavior of the software.

Event description:
A site reported that when the planning file was opened on the sys, the targets that were planned on the laptop were not present. The site input the targets again and saved it. Once into navigation, only 1 of the 2 targets appeared. As the physician navigated to the lesion, it was reported that the sys kept freezing or having a delay and it was very difficult. The lesion was very close to the periphery and the doctor cancelled the rest of the case after a couple of biopsies. It was reported that the pt had a pneumothorax. Pt was hospitalized.

Manufacturer narrative:
Investigation of the planning and procedure records for the cases from (B)(6) 2010, revealed no anomalies. The system and disposables demonstrated acceptable performance. No sys or disposable malfunction was observed. There were no error messages. Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approx 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.